Manufacturer narrative:
The subject device has not been returned to omsc. But was returned to olympus (B)(4). (B)(4) sent the subject device to a third party laboratory for microbiological testing. As a result of additional microbiological testing by a third party laboratory, no microbe was detected from samples taken from the subject device. The result of the additional microbiological testing by a third party laboratory satisfied the german guideline. In the evaluation, (B)(4) confirmed followings. - the insertion tube was scratched and kinked. - the bending section was deformed. - the distal end cover was damaged. - the control section was wear and tear. - the objective lens was cracked. - the universal cord was kinked. - the air valve on the endoscope connecter was corroded. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, the instrument channel of the subject device tested positive for staphylococcus epidermidis, bacillus species and streptomyces violaceoruber (3cfu). The subject device had been disinfected with non-olympus automated endoscope reprocessor (steris reliance). There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code" and "PMA/510(k) number".